Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose and insulin flow blocked during bolusing. Blood glucose level at the time of the incident was 25.8 mmol/l which was treated with manual injection. Customer assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleges insulin pump was under delivering because they were not getting insulin. Customer declined to test the insulin pump. Customer stated that they were forgot to change infusion set. The insulin pump will not be for analysis.